Event description:
It was reported that the procedure was to treat an emergent st-elevated myocardial infarction patient. The 2.75 x 15 mm xience xpedition stent delivery system (sds) was advanced into the guiding catheter. During advancement, the proximal shaft became kinked. There was no resistance noted during advancement. The sds was removed to straighten the kink, but it became separated during straightening. A new xience xpedition sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use states: at any time during use of the xience xpedition rx stent system, if the stainless steel proximal shaft has been bent or kinked, do not continue to use the catheter. Based on the information reviewed, there is no indication of a product deficiency.